Event description:
It was reported that the device was used during a roux en y. The device worked as intended intra operatively. Post operatively, the patient was returned to the or twice. It is unknown why the patient was returned or what intervention may have been required. The post operative dates are unknown when the patient returned. The rep did hear that there was possibly vomiting blood, bleeding or gastric leak. This cannot be verified at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.